Event description:
The customer reported that the unit was unable to perform 12-lead ECG analysis, indicating left arm ECG lead signal was off.

Manufacturer narrative:
The customer reported that the unit was unable to perform 12-lead ECG analysis, indicating left arm ECG lead signal was off. Th unit was evaluated at philips and confirmed the failure. Philips resolved the failure by replacing the leads ECG trunk cable.